Event description:
It was reported that the patient presented to the emergency room due to feeling dizzy. Upon review, it was discovered that the right atrial lead exhibited intermittent capture. It was noted that the lead dislodged. The lead was explanted and replaced. Further information was requested however, was not provided.